Event description:
A literature study was conducted involving one hundred thirty eyes and patient's underwent femtosecond laser-assisted cataract surgery (flacs) and one hundred thirty eyes treated with conventional phacoemulsification surgery (the phaco group). Postoperatively, intraocular lens decentration was observed in some patients however, the specific eye affected was not identified during cataract surgery and both the main incision and a side-port corneal incision were made using a keratome. All patients received a standard postoperative regimen consisting of topical dexamethasone-tobramycin and pranoprofen for one month. This report focuses on the flacs group included in the study.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).